Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high number of the sensing integrity counter (sic) oversensing episodes. It was further reported that the rv lead exhibited short ventricle-ventricle (v-v) intervals. It was also observed that noise was found on both the rv lead and right atrial (ra) lead. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.